Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had t-wave oversensing in the past and reprogramming changes were made to change the sensitivity. More than 1 year later, new recurrence of t-wave oversensing began. Some additional programming changes were made. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.